Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with a 0.035 guide wire. Visual examination revealed a kink to the outer sheath at the nosecone. There is another kink to the inner liner at 6.2 cm from the tip. Microscopic examination revealed no additional damages. The device was x-rayed and there is a part of the guide wire stuck inside. The guide wire is stretched at the distal end of the handle and at the nosecone. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the froze on wire.

Event description:
It was reported that the delivery system became stuck on the wire. A 6 x 120 x 75 eluvia self expanding stent and a boston scientific j tip guidewire were selected for a superficial femoral artery (sfa) stenting procedure. During the procedure, the eluvia stent was deployed satisfactorily in the patient's sfa. During removal, the delivery system became stuck on the wire. The delivery system and the wire were removed together. There were no patient complications.